Event description:
Reporting status: serious injury. Reporting rationale: coronary artery bypass graft (CABG) and myocardial infarction (mi) are both considered to be permanent impairment or damage. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and two 2.5 x 08 mm xience v stents were deployed in the proximal left anterior descending artery (lad) lesion. In 2008, the patient returned with chest pain or angina equivalent, indigestion and nausea. The patient was found to have had a non st elevation mi and unstable angina class iii. Revascularization was done and medication was given due to thrombus of left main coronary artery, which possibly could be due to the stents deployed in the proximal lad. Revascularization was performed in the form of CABG surgery. No additional event of patient information is available.

Manufacturer narrative:
The other xience v stent is being reported under this same manufacturer report number.